Manufacturer narrative:
Concomitant medical products: dtmb1d1, crtd; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under sensing of atrial arrhythmia causing brief false/early termination of episodes. The device remains in use. No patient complications have been reported as a result of this event.